Event description:
It was reported that during reprocessing the subject device displayed no image. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, cracks on side of video connector. Based on the results of the investigation, it is likely the following led to the malfunction: a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the subject device displayed no image. There were no reports of patient involvement.